Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the cx. Approximately 7 months post index procedure patient death occurred. Cause of death was assessed as congestive heart failure. Investigator indicated that the reported death was not related to the study device.

Event description:
Cause of death was reported as non-cardiac due to pulmonary sepsis.

Event description:
Clinical events committee adjudicated cause of death as non-cardiac

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
(B)(4).